Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The accu-chek combo insulin pump up and down buttons work intermittently. No adverse event reported. A request was made for the return of the device, replacement sent.